Event description:
Additional information received: the patient¿s temperature was 103 in the ambulance. The patient had anxiety and was paranoid about ever getting sick following the event. The patient had taken oral dilaudid. The pump was also used to deliver sufenta.

Event description:
Patient reported she caught pneumonia on (B)(6) and her pump quit working. The patient had a high fever and passed out. The patient's pain was "enormous" and started two hours after she passed out. Patient was "sick as a dog." The patient went to the emergency room. Three days later the pump was turned back on by hcp. The patient never heard an alarm. The patient was told by hcp that her pain could be from pneumonia. Patient stated that after the pneumonia, she had a refill. Nurse told patient the pump will shut off when she is very sick. The patient was bedridden before the pump. The pump was delivering clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that one time the patient¿s pump quit working. Patient was in the hospital with pneumonia and was very sick. Patient had such an infection in her body that the pump wouldn¿t work and the patient was going through withdrawals for 36 hours, no sleep, no eating, lying in fetal positon. Patient had 3 different medications in the pump, can¿t remember dose, concentration, or what the medications were. Patient states the healthcare professional (hcp) came and turned the pump back on and the issue was resolved. Patient stated her hcp said that the infection was what caused the pump to stop. Patient had a preexisting fibromyalgia condition and stated she had acute pain from that condition.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8590-1, lot# n238379, implanted: (B)(6) 2010. Product type: accessory. (B)(4).